Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 08/2014, electrode belt sn (B)(4) - 02/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf

Manufacturer narrative:
Electrode belt sn (B)(4) was returned for investigation. The rear therapy electrodes did not deploy gel during the treatment event. The cause for the gel deployment failure for both therapy electrodes was isolated to damaged feedthrough assemblies, which damaged the gas generator o-ring seals, and excessive conformal coat in the feedthrough assembly areas. The root cause for the damaged o-ring seals and excessive conformal coat was an assembly error. An internal corrective action has been initiated. The measured impedance during the treatment event was 46 ohm, well within the normal operating impedance range of the lifevest. There is no indication that the gel deployment failure resulted in a patient injury. The electrode belt therapy electrodes have a surface area above the ansi/aami df80:2003 requirement of 50 square centimeters. The larger surface area helps to limit the risk of a patient suffering a burn if the electro-conductive gel fails to fully deploy. Additionally, the silver-impregnated conductive mesh that holds the therapy electrodes provides an electrically conductive interface from the shocking surface of the electrode to the patient's skin. There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review the of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4); electrode belt (B)(4), MFR date: 02/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/ p010030b.pdf.

Manufacturer narrative:
Additional information - 08/03/2015. Further investigation of electrode belt sn (B)(4) determined that the excessive conformal coat did not contribute to the gel deployment failure. The gel deployment failure was caused by the damaged feedthrough assemblies. A corrective action was initiated for the damaged feedthrough assemblies. A corrective action was initiated to investigate the excessive conformal coat. Follow-up: additional information - 05/06/2015. Electrode belt sn (B)(4) was returned for investigation. The rear therapy electrodes did not deploy gel during the treatment event. The cause for the gel deployment failure for both therapy electrodes was isolated to damaged feedthrough assemblies, which damaged the gas generator o-ring seals, and excessive conformal coat in the feedthrough assembly areas. The root cause for the damaged o-ring seals and excessive conformal coat was an assembly error. An internal corrective action has been initiated. The measured impedance during the treatment event was 46 ohm, well within the normal operating impedance range of the lifevest. There is no indication that the gel deployment failure resulted in a patient injury. The electrode belt therapy electrodes have a surface area above the ansi/aami df80:2003 requirement of 50 square centimeters. The larger surface area helps to limit the risk of a patient suffering a burn if the electro-conductive gel fails to fully deploy. Additionally, the silver-impregnated conductive mesh that holds the therapy electrodes provides an electrically conductive interface from the shocking surface of the electrode to the patient's skin.

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Nsvt contributed to the false detection. The response buttons were not pressed during the event. The pt went to the hosp and continued use of the lifevest.